Event description:
Pump stopped during infusion due to error 35. More follow up information is needed to complete the investigation.

Event description:
It has been confirmed that this complaint was a duplicate of a previously reported FDA medwatch submission (report number 3004548776-2021-00197).